Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the amount of insulin remaining in the cartridge was not always accurate and was different after doing a rewind, load step when the battery has been changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.